Event description:
Provider states that when the unit is on 2 lpm the low o2 light comes on. When the unit is at 5 lpm it runs fine. Provider states there may be an issue with the regulator. No additional information provided.